Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a home care patient when the foley was going to be removed, the balloon did not deflate. The foley was removed in the hospital. This is not the first incidence with this reference. There has been at least one other incident, but the lot is unknown.

Event description:
It was reported that a home care patient when the foley was going to be removed, the balloon did not deflate. The foley was removed in the hospital. This is not the first incidence with this reference. There has been at least one other incident, but the lot is unknown.

Manufacturer narrative:
Qn#(B)(4). The batch card{s) for the complaint lot(s) was reviewed and all passed qa inspections. 1 actual sample were received from complainant. The returned sample was carefully removed from the plastic bag. Quick review on the sample found a wrapped tape on the catheter shaft. Based on the complaint description, it was reported that the balloon did not deflate. Attempt to inflate the balloon with l0ml of water did not show any difficulty. However, it was not iced that the balloon was asymmetry and the balloon ratio did not meet the acceptable limit for balloon asymmetry. When the balloon roundness was measured, the balloon symmetry ratio of the returned sample is 1:4. Such balloon condition did not meet our specification of 1:3 ratio. Attempt to deflate balloon using an empty syringe without plunger found that the balloon was not fully deflated. Such occurrence of non-deflation is likely due to the balloon asymmetrical condition of the balloon which resulted in uneven deflation rate. One side of the balloon eventually occluded the inflation lumen eye during deflation process. Based on experience, balloon asymmetry could happen due to uneven balloon wall thickness, or uneven bonding length. Further investigation will be conducted through a non-conformance. After investigation, it was noticed that the balloon was asymmetry and the balloon ratio did not meet the acceptable limit for balloon asymme1ry. During deflation testing, it was found that the balloon was not fully deflated as experienced by the complainant. Non-deflation might be due to asymmetrical condition of the balloon which resulted in occlusion of the inflation lumen eye during deflation process. Therefore, this complaint is confirmed , and further investigation will be conducted through a non-conformance.